Event description:
Event: placement of stents in graft and wire caught on hooks. Event details: during the procedure, it was noted that the contralateral wire caught on the graft hooks. A wall graft was placed in the contralateral limb. Another stent was placed in the ipsilateral limb, reaching from the graft bifurcation to just past the attachment system. The graft was successfully implanted.